Event description:
It was reported that the device reached elective replacement indicators (eri) in only three years, and the left ventricular (lv) lead exhibited high thresholds. The device was explanted and replaced, and the lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.